Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2014 with the following findings: the pump histories could not be downloaded due to moisture ingress. The pump powered on properly, and the display screen was functioning; the reported event was not duplicated. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display blank screen w/moisture in the battery compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.